Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A surgical procedure was performed to remove and replace all the components. No additional information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected, and leak tested. Scaling on the backing was identified, in addition to a tear in the kink resistant tubing (krt). The cuff did not pass leakage test. The balloon was visually and microscopically inspected. Scaling was also noted in the balloon, and a large tear in its shell was identified. The pump was visually and microscopically inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the pump. Based on the information available and analysis results, the tear identified in the cuff krt along with the hole/perforation identified in the balloon shell could have caused or contributed to the reported clinical observations. The reported patient symptom is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A surgical procedure was performed to remove and replace all the components. No additional information was provided.